Manufacturer narrative:
See MDR # 1920664-2007-01541 for the intraocular lens used with this delivery device.

Event description:
The haptic did not exit correctly the delivery device into the patient's eye. Another lens was used to complete the procedure.